Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient noted that they started getting sharp pains in the region of the implant, meaning near the ins site in the hip/buttock region. Patient thought maybe the battery was dead or something but checked and the battery status is okay. Patient reported the feeling is just random, for example every 10 minutes to every 40 minutes. Patient got jolted out of sleep because of it. The pain started yesterday afternoon. When this first occurred patient was walking up the stairs. Patient denied any falls or traumas. Patient reported no signs of redness or warm at the ins site. Agent recommended patient turn stimulation off to further evaluate pain symptoms and follow up with their managing physician to determine root cause. On 2023-feb-06 patltr additional information was received from the patient. They reported that on (B)(6) when they were walking up the stairs in their house they got this sharp pain in their back in the region of their ins. They thought it was strange so they sat down and rested for a while. Their next shock was about an hour later. The shock was a sharp pain in their back. They had five more shocks to include one in the middle of the night that woke them up in pain. The shocks were long in duration, and intermittent in frequency, but it got them worried and called the manufacturer the next day as they thought that their battery was due to be replaced. They haven't had any more shocks since they day. They did turn off the implant that morning for fear that they would get another shock and didn't turn the implant on for two days. They did not contact their hcp since it has not occurred since.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.